Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient had a low ejection fraction and required cardiopulmonary resuscitation (CPR) and chest compressions. The physician reported that the valve dislodged during the chest compressions resulting in severe aortic insufficiency. Subsequently, the patient expired after the procedure.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. In this case, it was reported that the valve dislodged as a result of chest compressions. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause of the aortic insufficiency could not be determined from the limited information available. However, the aortic insufficiency was reported to be due to the chest compressions that led to the valve dislodging. No mitigating treatments or procedures were required by physician to address the issue; however, the patient unfortunately expired during the procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the clinical observation and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.